Event description:
It was reported that balloon rupture occurred. A 3.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.